Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: additional representative /unopened product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that eighty five devices were returned inside its package unopened. The packages were visually inspected and no foreign matter was observed to be inside. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. However, we also received additional products that were not reported as part of this complaint: please clarify which complaints these samples correspond to? Additional lots must have been pulled by mistake. The only lot involved in this complaint are from lot tcbkhc. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event?: no, action taken when event occurred?: dermabond was not activated and set aside to be reported. Was procedure successfully completed?: yes, were fragments generated?: no, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, it was set aside to be reported and all corresponding lo wert numbers were pulled as well throughout the operation room. One device available for return. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number?: lot #: tcbkhc what is the device return status?: the product was sent in and delivered. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one device that pertain to product code . During visual inspection of the returned sample, it could be observed a foreign matter appears to be an insect between the ampoule and pen. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and topical skin adhesive was used. Adhesive product was pulled at the end of the case for the final closing and the tech noticed what appeared to be a dried bug stuck in the ampule. The product was not cracked and activated. The surgery was completed successfully with no patient harm. Additional information has been requested.